Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. The lead integrity alert (lia) triggered for noise on non-sustained tachycardia events and oversensing. It was also noted that the patient presented to the emergency room to have the detections disabled. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.